Event description:
A surgeon reported a patient experiencing vertigo following intraocular lens (iol) implant surgery. The lens was exchanged for a different lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis, results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.